Event description:
It was reported that, "opened outer box of gap screws but there was no screw inside box. Opened a second box for the case."

Manufacturer narrative:
Received packaging only. When completed, the evaluation summary will be submitted in a supplemental report.